Manufacturer narrative:
Software version 4.10d. Retainer ring missing. Customer returned device for an alleged unresponsive keypad and pump error 63 found on 23-sep-2021. Unable to perform displacement test due to missing retainer. Device failed self test due to pump error 63 variable 3. All buttons function properly. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specific range. Verified the device alarmed pump error 63 variable 3 in device downloaded history on (B)(6) 2021 at time 05:54:55.000 due to ambient light failure. Keypad overlay was peeled and traces on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. Device was cut open to perform visual inspection and found no physical or moisture damage on the electrical board, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing o-ring (reservoir tube), broken reservoir tube lip, detached retainer, and pillowing keypad overlay. Unresponsive keypad not confirmed. Pump error 63 variable 3 confirmed due to moisture damage on pin. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated customer experienced high blood glucose of 500 mg/dl and insulin pump's middle button was not responsive. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was moving with no input. Advised customer to remove battery from insulin pump and replace with a recommended new or fully charged battery and customer stated buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.